Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. The full name of the event site listed is national heart centre (B)(6). A supplemental report will be submitted when additional information is made available.

Event description:
It was reported that the touchscreen of the cardiosave intra-aortic balloon pump (iabp) worked intermittently. Upon complete boot-up, the user found that the touchscreen panel was not responding to touch anywhere on the screen. The user tried to restart the unit to see if the problem would be resolved automatically, but it did not. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
The getinge authorized distributor reported that the touchscreen assembly was replaced and the iabp unit has been in working condition. Following the repair, the distributor rebooted the unit a few times successfully and was also able to complete the touchscreen calibration. The iabp has been released for clinical use.

Event description:
It was reported that the touchscreen of the cardiosave intra-aortic balloon pump (iabp) worked intermittently. Upon complete boot-up, the user found that the touchscreen panel was not responding to touch anywhere on the screen. The user tried to restart the unit to see if the problem would be resolved automatically, but it did not. There was no patient involvement and no adverse event was reported.